Manufacturer narrative:
Manufacturer report number 3007566237-2019-00753 has now been merged into manufacturer report number 3004209178-2019-04491. Please refer to manufacturer report number 3004209178-2019-04491 for this event, and any additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's device information was provided by the manufacturing representative (rep). Manufacturer report number 3007566237-2019-00753 has now been merged into manufacturer report number 3004209178-2019-04491. Please refer to manufacturer report number 3004209178-2019-04491 for this event, and any additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving an unknown medication. The indication for use was not provided. It was reported that the patient had encountered the code 8476 (motor stall) on their personal therapy manager (ptm). It was unknown if the patient had a magnetic resonance imaging procedure (MRI). It was unknown when the motor stall occurred. The rep had been asked by the physician to contact the patient regarding the motor stall code. Motor stall considerations were reviewed. No symptoms were reported. The rep planned to contact the patient and contact a local rep near the patient to notify them of the issue. No further complications were reported or anticipated. Additional information was received from the manufacturing representative (rep). It was reported the pump was placed in 2013, motor stall was due to the elective replacement indicator (eri). The patient stated she was to make arrangements in april for replacement prior to the motor stall. The patient flew to dc to have replacement done- catheter had no issues. The patient was seen on (B)(6) 2019 and was doing great, and was about to drive back down to (B)(6).